Event description:
A customer contacted beckman coulter inc. (Bci) in regards to five (5) erroneous high glucose (glum) results generated by synchron unicel dxc 600 clinical chemistry analyzer. The results were reported out of the laboratory. The samples were repeated on the same unit lower results were obtained. Amended reports were initiated. Laboratory pathologist confirmed patient treatment was not withheld or administered due to this event.

Manufacturer narrative:
Qc is run twice a day. The qc was out >4sd, the customer recalibrated and re-ran the qc with acceptable results. The customer found crystals in the reagent while troubleshooting. The customer discarded and loaded a fresh reagent. A bci field service engineer (fse) cleaned all reagent lines leading to and from the glucose module. Fse determined the crystals as the potential root cause, as they clogged reagent tubing lines.